Manufacturer narrative:
The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, section b - adverse event/product problem has been updated. Section h - type of reported complaint, health impact code, evaluation method code, evaluation results code and conclusion code has been updated.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer received a voluntary medwatch (mw5156827) in which the patient alleges cancer causing and using our device for a year when start to notice different sound in his breathing. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.